Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to an infection occurred (B)(6) 2018. The surgeon removed all the component part of the prothesis. No information's available about the implanted products. Primary surgery occurred (B)(6) 2016.